Event description:
It was reported that the patient with this pacemaker was presented to the emergency room. Upon interrogation of this pacemaker, it was found to be in safety mode. A device replacement was recommended. At this time, the pacemaker remains in service and no additional adverse patient effects were reported.